Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the programmer is unable to communicate with the ipg successfully. Multiple attempts were unsuccessful. The patient is not interested in undergoing surgical intervention to address the issue at this time.